Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high capture thresholds in the right ventricular lead. X-rays confirmed that this lead had pulled back in the heart and dislodged from the right ventricular apex. The lead was explanted and replaced because the helix could not be retracted and extended. There were no complications nor issues with the patient before, during, and after the procedure.